Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Spine problems for many years fusion first time 1996, extended surgery with one level 2011. Developed stenosis l1-l2, conk out of l1-l2 segment. Decided to do fusion (B)(6) up to th 12. After surgery initial straightforward process but after a while this segment collapsed and the implants loosened. The patient had severe pain problems. Re-fusion (B)(6), removed implants in th12 and l1 and prolonging of fusion to th 7. No complications during surgery or postop. Mobilization with lap and diagonal corset. Surgery; lay bare from th7 to l2. Remove the screws in t12 and l1, they are totally loosened. Palpate with a feeler the screw holes but there is no breakthrough medial. On the strength of x-ray place polyaxial pedicle screws in th11, th10 and th9 bilateral with strong attachment. Hooks on th7. Place connectors on the free rod end and fixate the construction. Decorticate to th7 and use local bone and vitoss with bone marrow aspiration and place it on decorticated area. Phone consultation (B)(6); last week in connection with he was gaining insight into a car, the patient received an relative intense pain in his back. He felt that something cracked in his back. His state improved but a couple of days later he once again felt a strong cracking feeling in his back. X-ray confirms rod breakage on both z rods, slightly above the thoracolumbar junction. The th12 screw on left hand side has possible carved but it is hard to judge. Surgery (B)(6) lay bare from th 7 to the..